Event description:
It was reported that during a rhizotomy the tip of the probe broke off inside the patient at l4/l5. The physician decided not to retrieve the tip and therefore no medical intervention was performed.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a rhizotomy the tip of the probe broke off inside the patient at l4/l5. The physician decided not to retrieve the tip and therefore no medical intervention was performed.

Manufacturer narrative:
The complaint that the tip of the electrode shredded off was confirmed. Based on the investigation results it was evident that the nitinol sheath was broken at the tip. It is possible that the cannula was inserted and/or repositioned together with the electrode, causing the nitinol sheath to break. The device was discarded by the manufacturer.